Event description:
I have type 1, insulin dependant diabetes, and use the insulet omnipod insulin infusion pump for delivery of insulin to maintain blood glucose levels. Insulet has introduced a next generation system onto the market and this is the system I am now using. I have been on the new system for approximately 3 weeks now and it appears that there is a very high level of pod errors that have occurred since switching to the new system. I am currently experiencing an approximate 50 percent error rate with the pod pumps. An example is for today: I activated a new pod at 6:45am, tues (B)(6) 2013. When attempting to bolus for food at 8:19am; tues (B)(6) 2012; the pod went into error mode. At that point the pod has to be removed and a new pod activated. Last week I had a pod that went into error mode after 1 day of use; the replacement pod went into error upon activation (so 2 pods down within 1 day). The next two were okay until the issue I had today. The new system, so far, seems to be having quality issues. I have been noticing a general decline in the quality of over the course of the last couple of years. I have been on this system since (B)(6) 2010. Unfortunately, at this time, no other manufacturer has been approved for the us market with an infusion pump of the same nature as the omnipod system.